Manufacturer narrative:
(B)(4). Per the user facility's perfusionist, the circuit was priming with the flow at approximately 4.2 liters per minute (l/min) before the issue occurred. He turned the flow control to zero, pressed start and turned the flow control to 1200 revolutions per minute (rpm) but the pump did not turn at all. After turning the machine off and checking all connections, the display showed "999" when the unit was powered back on. He tested the unit and it ran without issues for over a 24 hour period.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the pump was running when it suddenly displayed "0.00" flow reading, was in stop mode with the stop button lit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint could not be confirmed. As per the user facility's perfusionist, the centrifugal operated as intended with no further issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.